Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Considerations]: it could not be determined the cause of the reported phenomenon from investigation results. Investigation results were; -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -since the subject device is for overseas shipment, it could not confirm the repair history. -it could not be duplicated the reported phenomenon at the inspection of olympus australia. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed even after switching on during the preparation for use. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device. Though it had been tested for 2 days, it could not duplicate the reported phenomenon. Then the subject device would be retuned to the user without any repairs. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.